Event description:
Caller states the strip guide of the coaguchek xs system appears to be covered with a sticky gel. Caller also states the white plastic around the heater plate and on the back of the strip guide cover appears to be melted. Caller reports the meter has been cleaned with 95% "ethanol" as opposed to 70% isopropyl alcohol. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.